Manufacturer narrative:
A revision was performed and the system was successfully replaced. The lv lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a procedure to upgrade this patient's leads, it was noted that the pacing impedances measurements for both the right ventricular (rv) and left ventricular (lv) channels of this cardiac resynchronization therapy defibrillator (crt-d) were above 2000 ohms. In addition, there was loss of capture and noise oversensing on these leads as well. When the pacing configuration on the left ventricular lead was changed to exclude the right ventricular lead, the pacing impedances for the lv lead were then within range. No adverse patient effects were reported. A revision was performed and once the rv lead was removed from the device's header, there was blood infiltration noted on the ring. Measurements were obtained for this lead using a pacing system analyzer (psa) and all measurements, including impedances, were within normal range. The ring was cleaned and the rv lead was then reconnected to the device. All impedance values, including for those between the rv and lv leads, were within normal ranges and the noise was no longer visible. At a later date, it was reported that the pacing impedance measurements were again above 2,000 ohms for the rv and lv leads. In addition, the pacing thresholds had also increased significantly. The crt-d was reprogrammed to ensure ventricular capture and boston scientific technical services (ts) was contacted for further assistance. A ts representative discussed that the increase in pacing impedance measurements is indicative of either a damaged lead or a connection issue with the device. Several methods were provided to troubleshoot the root cause for the observed increase in pacing impedance measurements. No adverse patient effects were reported. The rv lead is a competitor's product.